Event description:
It was reported that the installed battery depleted pre-maturely (in 3 month) and the device would not power on. Furthermore, the customer installed a new battery in the device thereafter and it was depleted in five days. The device would not power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control is anticipating the two batteries return to the manufacturing facility for evaluation. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.